Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown, cloud - omnipod 5 software app version 3.1.1, cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06, cloud - smartphone hardware n5004l, cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been sent to the ER (emergency room) due to a pod communication issue during activation. The patient's blood glucose levels reached an unknown level. The patient did not provide symptoms they were experiencing, how they were treated for the issue or the duration of the medical event. Three follow ups were attempted but no new information was provided. If additional information becomes available at a later date, a supplemental report will be submitted.